Event description:
Several minutes after initiation of dialysis tx on 21st use of dialyzer, pt. C/o chest tightness, a swollen throat, burning in the mouth and sob. Blood pump stopped, lines clamped. Oxygen administered via mask, blood recirculated. Benedryl 25mg was given. Pt denied distress and would only wear oxygen mask for a few minutes. Pt continued to c/o swollen throat. Treatment restarted using dry pack, 25 minutes later pts only complaints was that throat continued to be soredevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.